Manufacturer narrative:
B3 date of event: corrected.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 38mm in length, 3.5 vessel diameter, concentric, de novo target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. After a 6f non-boston scientific (bsc) guide catheter was engaged and a non-bsc guide wire crossed the lesion, a 20mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure at 16 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon ruptured during the first inflation for 20 seconds.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 38mm in length, 3.5 vessel diameter, concentric, de novo target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. After a 6f non-boston scientific (bsc) guide catheter was engaged and a non-bsc guide wire was crossed the lesion, a 20mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure at 16 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications reported and the patient status was stable.